Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received multiple shocks for supraventricular tachycardia (svt). The shock zone was increased and the patient's beta blockers were doubled. The patient then experienced additional shocks for svt. An rf ablation was performed. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no additional adverse patient effects were reported.